Manufacturer narrative:
Device passed displacement test. Pump error 63 alarmed during self test and was confirmed in the formatted history file due to broken trace at pin 1, keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the insulin pump failed high pressure test. The customer¿s blood glucose level was 350 mg/dl, 307 mg/dl, 413 mg/dl and 371 mg/dl. The customer was treated with insulin pump and manual injection. . Customer has been using insulin pump system within 48 hours of reported high blood glucose events.troubleshooting was assisted. Based on customer report customer did not allege pump was under delivering. The insulin pump will be returned for analysis and the reservoir will not be returned for analysis.